Event description:
It was reported that the dreamstation bipap pro device was discarded, and the user passed away on (B)(6) 2024. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.